Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the poor communication was user error. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was poor communication. The patient stated the ins in their lower left back has been kind of hard to find when the patient goes to charge it. The patient said last month they saw the reposition antenna screen for a while before they were able to connect and charge. The patient said when they were able to connect, the implant was slow at taking a charge. The patient saw the reposition antenna on the recharger again, and they were not seeing the normal recharge screen. The patient did not have the recharger with them for troubleshooting, but they had the programmer. The patient was able to connect with the programmer, but they were seeing a warning message indicating the ins charge was critically low (discharged). It was reviewed the patient needed to charge the ins. The patient stated they would try to charge later and confirmed the recharger charges the ins just fine. No symptoms or furth ER complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that poor communication was seen on the patient programmer. It was reported the patient was able to communicate with the recharger. Patient reported he thinks he got his neurostimulator (ins) charged. Patient was not recently implanted. Patient uses an antenna. It was reported the patient called about this before. At the beginning of the call the patient stated he was getting the poor communication screen. Patient services (pss) asked patient to put the antenna on the implant and press sync, patient then reported seeing the therapy screen. Patient asked why he was seeing a check mark and an a. Pss reviewed that was the patient's active group. Patient stated he had never seen that before. Pss reviewed if the patient had multiple groups one needs to be active. Patient stated they would try group a. Patient reported seeing the stimulation on icon and the ins was 70% charged. Troubleshooting resolved the reported issue.